Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, chemo tubing snapped underneath pump and rituximab spilled out. Additional information: the event did not cause any physical harm, but it did cause a delay in treatment to the patient and the medication cost to have it remade/resent.